Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "stapler failed to fire." Functional testing of the device in an attempt to replicate the report complaint was not possible due to the returned condition of the device. The instrument was found to have clamp - drivetrain failures based on log review. Additional findings not related to the customer reported complaint: the instrument was found to have engagement failures during in-house testing. The instrument was found to have the yaw plate broken. The root cause of this failure was attributed to mishandling. The instrument was found to have a dislodged clamp cardan. The root cause of this failure was also attributed to mishandling. The instrument was found to have a broken grip cable at the distal end. The root cause of this failure was attributed to a component failure. A stapler sheath was returned along with the stapler 45 instrument. The stapler sheath was found to have tears, approximately 0.111" x 0.377" in size. The root cause of this failure is attributed to mishandling. Additionally, a green stapler reload was also returned along with the stapler 45. The reload was returned unused. The reload was inspected and no damage was found. A review of the instrument log for the stapler 45 (part #470298-14/lot#191121/sequence#0057) associated with this event has been performed. Per logs, the stapler 45 was last used on (B)(6) 2020 on system sk0864. The alleged event occurred on the first use of the instrument and there were 50 uses remaining. Additional investigation was performed by a failure analysis engineering (fae) and engineering to determine if a product issue may have caused/contributed to customer report of unable to open stapler jaws. The following additional information was provided: fae reviewed the fa findings and images and observed the clamp cardan was broken. This finding could be related to the "clamp drivetrain failures" observed in the logs. If the clamp cardan is broken, the instrument would not be able to unclamp properly, and even using the srk would not work since the connection to the clamp mechanism was broken. Engineering also reviewed the fa findings and images and provided following: "just going by the photos it appears the instrument distal assembly was stressed well beyond its range of motion. I deduce this due to the bent hypo tubes. This much force can damage a cardan joint. It looks as though this was caught during initialization which I would expect if the cardan was broken. It sounds like this was not the case in the field if they were clamped on tissue. We have seen fire cardans get damaged and while the instrument is straight (as during initialization) they still function but when used articulated the components separate. I would assume this is what happened in the field. I do believe this is due to mishandling of the instrument. We have seen similar mishandling in the past. This is general induced in the field but as this was the instrument's first use it is possible to have happened any time after the final test and the customer's use. Our technicians are trained to handle our instruments so I would expect it happened at the hospital but I can't rule out damage at isi or during transport." A review of the logs for the stapler 45 instrument (pn: 470298-14; lot #t10191121-0057) associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the dsp logs show that pn: 470298-14; lot #t10191121-0057 was installed once and had two clamp attempts that were logged as "drivetrain failure", both went to exactly 91.01% completion before failing. Drivetrain failure during clamp is basically the opposite of an incomplete clamp, in that the system recorded that the clamp torque was below the minimum allowable torque, whereas for an incomplete clamp, the clamp torque exceeds the max allowable torque. Logs show a completed unclamp following each of these clamp drivetrain failures. The msc logs confirm that the user pressed e-stop and that the srk use was detected on this instrument shortly after the last unclamp event. This complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure, the jaws of the stapler 45 would not open and a srk tool was used. Failure analysis investigation found the instrument to have a dislodged clamp cardan. The root cause of this failure could not be confirmed. Although the root cause may be attributed to mishandling, the possibility that the instrument was damaged during transport could not be ruled out. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the stapler jaw would not open. The intuitive surgical, inc. (Isi) clinical sales representative (csr) was contacted by a customer who reported that the stapler 45 instrument was stuck on the tissue and they attempted to use a release tool; however, they were not able to open the jaws. Then, the customer used a laparoscopic instrument and pried the jaw to open. The customer proceeded with the case. The site was completing the procedure with no reported injury. Isi followed up with the csr and obtained the following additional information: the csr stated that the instrument and accessory were inspected prior to use. The surgeon was using a green reload, which is usually used on the colon. The stapler 45 worked fine until the issue occurred; it is unknown on which fire the instrument malfunctioned. The surgeon was stapling across the colon and the stapler 45 started to clamp and then stopped. A message promoting the use of an instrument release kit (irk) to disengage the stapler from the tissue was received. It is unknown if any of the following error messages were displayed: "unable to complete fire", "blade may be exposed", "tissue too thick to continue." The malfunction did not cause any damage, unplanned tissue removal, or bleeding. The surgeon did not encounter any clips, staples, or other hard material between the instrument jaws. The tissue was not calcified, exposed to any radiation or chemotherapy, prior to the procedure. The customer did not notice any tension or bunching of the tissue. The csr confirmed that the surgeon attempted to use the irk to open the jaws of the instrument, but was unsuccessful and had to use another robotic instrument to open the jaws.